Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation. Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported that the device shut down inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.